Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital e3: reporter is a j&j employee. H3, h4, h6: manufacturing location: monument manufacturing date: 27-may-2022 expiration date: 01-may-2032 part number: 04.037.012s, 10mm/125 deg ti cann tfna 170mm ¿ sterile lot number: 843p500 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint condition of ¿end cap could not be inserted into nail¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that there was a nail and screw construct implanted in the right femur. No significant product problem was observed o the provided evidence. The allegation of unable to assemble was not confirmed, functionality issues can not be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna fem nail ø10 125° l170 timo15, p/n: 04.037.012s, lot: 843p500. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery for femoral penetrating trochanteric fracture with the tfna and end cap in question. Upon the final stage during surgery, the end cap could not insert into the nail. In the middle of insertion, it became hard to turn the end cap with a screwdriver. The set screw was placed without any problems. The surgeon tried to insert the end cap several times while changing the direction, but it became difficult to insert at the same position. In the end, the surgery was completed successfully without the end cap being able to be inserted. The patient outcome was reported to be stable. This report involves one 10mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 2 for (B)(4).